Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This type of event is typically caused by prying/leveraging the device during use when it is not properly inserted into the guide sheath and/or mishandling. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the distal end of the sheath broke off during a surgery inside of the patient's body. Surgery performed was a knee arthroscopy. Fragment was retrieved from the patient's body, surgery was finished successfully. The piece broke-off in the fatty tissue of the patient - the fatty tissue was resected with a shaver and under x-ray imaging it was retrieved.